Manufacturer narrative:
MFR ref no: (B)(4). Baxter is currently evaluating this device. A supplemental will be submitted when the device eval is complete.

Event description:
It was reported that a spectrum alarmed for a door not fully latched message. There was no pt incident reported.